Event description:
During patient treatment, the model 3100a suddenly stopped and alarmed, and a burning smell was noted. The patient was "bagged" then placed on another 3100a without apparent compromise.